Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient complained about infusion sets was leaking at site & patient face symptoms within 3 or more hours after insertion. The site of insertion is abdomen. The blood glucose level was 376 mg/dl. No further information available.